Event description:
I have an intrathecal pain pump, it was placed on (B)(6) 2017 with hydromorphone in it. I have not improved and have gotten worse over the past year as well as developed chronic migraines. I realized today that this medication is not a FDA approved pump medication. I think this has caused my worsening health issues.